Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and replaced the umbilical cord. Performed a system checkout; the system is functioning normally and is ready for clinical use. System is operational. The component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. "Unable to intermittently expose." Visual inspection confirm umbilical cable is physically damaged. Missing harting connector cover and locking lever. Continuity test failed. Intermittent connection between cable # 28(green) and p1-d pin 11. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m 021083c001, serial/lot #:4.2.1 -, ubd: , UDI#: ; product ID: bi71000167, serial/lot #: 024 rev. D -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that they were unable to take xray. When the wiggle the umbilical cable, they can get the system to take an exposure, but if they touch it again, they were unable to expose. They were ultimately successful in getting images for the surgery. This occurred intraoperatively, and there was less than one hour delay. There was no reported impact on patient involved.